Event description:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pain") in a 37 year-old female patient who had essure inserted for sterilization. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. Essure was removed on (B)(6) 2022. An unknown time later she experienced pelvic pain (seriousness criterion intervention required), ovarian cyst ("multiple ovarian cysts"), genital haemorrhage ("bleeds") and headache ("constant headaches"). The patient was treated with surgery (essure removal, complete hysterectomy). At the time of the report, the pelvic pain was resolving. The outcomes for ovarian cyst, genital haemorrhage and headache were unknown. The reporter considered genital haemorrhage, headache, ovarian cyst and pelvic pain to be related to essure administration. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ("pain") in a 37 year-old female patient who had essure inserted for sterilization. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. Essure was removed on (B)(6) 2022. An unknown time later she experienced pelvic pain (seriousness criterion intervention required), ovarian cyst ("multiple ovarian cysts"), genital haemorrhage ("bleeds") and headache ("constant headaches"). The patient was treated with surgery (essure removal, complete hysterectomy). At the time of the report, the pelvic pain was resolving. The outcomes for ovarian cyst, genital haemorrhage and headache were unknown. The reporter considered genital haemorrhage, headache, ovarian cyst and pelvic pain to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 17-aug-2022: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pain") in a 30 year-old female patient who had essure inserted (lot no. D29718) for sterilization. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, 3 days after essure insertion, she experienced pelvic pain (seriousness criterion intervention required), genital haemorrhage ("bleeds"), ovarian cyst ("multiple ovarian cysts") and headache ("constant headaches"). Essure was removed on (B)(6) 2022. The patient was treated with surgery (essure removal, complete hysterectomy). At the time of the report, the pelvic pain was resolving. The outcomes for genital haemorrhage, ovarian cyst and headache were unknown. The reporter considered genital haemorrhage, headache, ovarian cyst and pelvic pain to be related to essure administration. Batch no: d29718, production date: 2014-10-31 and expiration date: 2017-10-28. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 26-aug-2022: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pain") in a 30 year-old female patient who had essure inserted (lot no. D29718) for sterilization. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2015, 3 days after essure insertion, she experienced pelvic pain (seriousness criterion intervention required), ovarian cyst ("multiple ovarian cysts"), genital haemorrhage ("bleeds") and headache ("constant headaches"). Essure was removed on (B)(6) 2022. The patient was treated with surgery (essure removal, complete hysterectomy). At the time of the report, the pelvic pain was resolving. The outcomes for ovarian cyst, genital haemorrhage and headache were unknown. The reporter considered genital haemorrhage, headache, ovarian cyst and pelvic pain to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2022: lot number added. Event onset updated, patient details & reporter information updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.